Event description:
Reportable based on device analysis completed on 30apr2025. It was reported that the rotawire kinked. A rotawire drive was selected for use. During the procedure, it was noticed that the guide was kinked. The procedure was completed using another of the same device. No patient complications were reported. However, device analysis revealed that the spring tip was detached from the core wire.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotawire drive device batch 34151073. During product analysis, there were no kinks or bents observed on the body of the guidewire. It was found that the spring tip was detached from the core wire and did not return for analysis.